Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was repaired during the svc call. The system was tested and found to be working as intended and put back into svc

Event description:
The customer reported that both of the monitors and the monitor cart were not powering on. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.